Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) presented to the hospital because the device was not functioning properly. The ipp was explanted at a later date and replaced with a new ipp, but the reservoir remained implanted. Upon explant, the physician identified a hole in the reservoir with the cause unable to be confirmed. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination of the cylinders identified wear the folds of the proximal bodies and the kink resistant tubing (krt) was worn down to the filament. No leaks were present in the cylinders, and they both passes functional testing. The cut was consistent with sharp instrument damage. The momentary squeeze (ms) pump was inspected, and no leaks were found; however, under microscopic inspection the pump was contaminated and was unable to undergo functional testing. The reservoir was not returned for analysis and analysis could not be performed. Based on the information available and analysis results, the product inspection could not confirm the reported event; therefore, the conclusion code of cause not established was chosen. Updated e1 initial reporter address 1, e1 initial reported phone

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) presented to the hospital because the device was not functioning properly. The ipp was explanted at a later date and replaced with a new ipp, but the reservoir remained implanted. Upon explant, the physician identified a hole in the reservoir with the cause unable to be confirmed. No patient complications were reported.